Event description:
It was reported that the lead showed unacceptable thresholds and high impedance. The lead was partially explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the rv (right ventricular) conductor passed continuity testing. Visual analysis observed a white substance on the sense ring that is a likely contributor to the reported electrical issue. The distal segment was returned and analyzed.